Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. There is one other complaint in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer initially reported that he was unhappy with the outcome of his intraocular lens (iol) implant procedures, due to having to wear glasses for fine tuning of vision. The consumer's surgeon indicated that the patient was doing well and issues resolved. Eleven months later, the consumer reported that due to vision being out of focus when he looks to the left, he felt unsafe driving his employer's vehicle, so he quit his job, although he does still drive his own automobile. This report is for the lens implanted in the right eye.